Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 7 months and 11 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, bone graft was placed.